Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report that their g5 transmitter would not pair with their g5 application on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.